Event description:
The reporter stated that the surgeon had inserted a toric single piece silicone lens model aa4203tf with no problems to the lens or the patient. The surgeon decided to remove the lens by cutting it up and replace it with another model lens with no patient injury. The reporter stated that there was no malfunction of the lens or patient injury, it was the surgeon's choice.

Manufacturer narrative:
Results: a visual inspection of the returned product shows both haptics are torn off and are missing. There is clear surgical residue on the lens.